Event description:
On (B)(6) 2019 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio flex meter has been displaying unknown error messages. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged product issue first began about 4 months prior to contacting lfs. The patient manages his diabetes with insulin (no adjustments) and made no change to his usual diabetes management routine in response to the alleged product issue. The patient reported that 2 months after the alleged product issue began, he developed symptoms of ¿less awareness (customer lost his mind) chilling and no energy¿. The patient denied receiving any treatment. At the time of troubleshooting, the customer care advocate (cca) was unable to walk the patient through a retest on the subject meter as the patient no longer had testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.